Manufacturer narrative:
Concomitant medical products: ethicon securestrap, product ID: strap25 (lot no: gjm4199). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia hernia. It was reported that after implant, the patient experienced pain, abscess, adhesions, bowel incarceration, and bowel obstruction. Post-operative patient treatment included revision surgery and modification.